Event description:
It was reported that a skin irritation causing rash, burning sensation and scarring had occurred while wearing the pods. The affected area was where the pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.